Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual analysis noted the external insulation on this lead was bunched and pushed against the conductor coils, causing the coils to become deformed. Additionally, dried blood/fluid was perceptible around the helix housing. The bunched insulation and deformed coils suggest this lead was placed through a constricted area, generating enough friction force from contact to cause the noted lead damage. A continuity test determined the lead was electrically continuous, which confirmed the device's electrical performance was as expected. Laboratory analysis concluded the external insulation damage could have contributed to the reported placement difficulty.

Event description:
Boston scientific received information that this tachy lead was unable to be successfully implanted. The lead exhibited placement difficulties and high pacing thresholds. The lead was removed and replaced with a smaller alternative. No adverse patient effects were reported.